Event description:
It was reported that the patient underwent a revision procedure due to urethral atrophy resulting in recurring incontinence with an artificial urinary sphincter (aus). The aus remains implanted and a new cuff was implanted distally. Additional information was reported that the explanted cuff size was 4.0 cm and the patient recovered following the procedure.